Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to switch modes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported fault relating to the cant switch modes was verified to be caused by a defective integrated circuit on the digital board. The digital board was replaced to resolve the problem. The board was scrapped. The device was recertified and returned to the customer. No emerging trend based on similar reports.